Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, a cable broke at the tip of the fenstrated bipolar forceps instrument near the shaft. Nothing fell into the pt. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface, resulting in clevis dislodging from the main tube. Clevis is intact, however, the main tube interface wall is collapsed and missing pieces. Breakage likely due to overloading at the tip. One conductor wire is broken at the yaw pulley exit. Engineering also observed the distal end of the main tube has a couple deep scratches directly above proximal clevis. Scratches have material removed and are indicative of instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.